Event description:
It was reported that the patient was admitted into the emergency room (ER) due to the patients blood glucose levels (bg) rising to 398 mg/dl on (B)(6) 2022. The patient took an ambulance to the ER. Before going to the ER the patients mother provided the patient with a shot of 4 units of insulin. The patient reported the symptoms they were experiencing were high bg levels, large ketones and nausea. The patient reported they were treated with an IV solution. The patient was prescribed medication for nausea. The patient replaced their pod while at the ER. The patient was discharged from the ER after staying for 4 hours on (B)(6) 2022.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158."